Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was under delivering and had high blood glucose level. The customer¿s blood glucose level was 387 mg/dl at the time of incident. The customer¿s current blood glucose was 387 mg/dl and 342 mg/dl. The customer changed infusion set and when the customer removed the cannula area, it was little bump, had swelling and was burning. The customer was treating for high blood glucose level with manual bolus and carbs. The insulin pump will not be returned for analysis.